Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of the event is estimated. The unique device identifier (UDI) is not provided because the manufacture date is before sep 24, 2014.

Event description:
It was reported that patient lost effective therapy about two months ago approximately. The device was explanted, and a new device was implanted. There were no complications during the procedure. Effective therapy was established post procedure. Patient was stable.